Manufacturer narrative:
Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a log file analysis captured speed drops less than the low speed limit or pump stops on (B)(6) 2019. The pump stops were attributed to driveline short-to-shield failure. The driveline x-ray was unremarkable and it was shown that there was not enough original driveline length remaining to perform an external driveline replacement. The patient had a non-grounded cable for the portable battery unit or battery. The patient was being discussed for transplant eligibility. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stops were confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation. The submitted log files revealed three pump stops that occurred while the patient was connected to the power module. The patient had a previous external driveline replacement on (B)(6) 2018 due to suspected damage. See MFR #2916596-2018-05708 for more information. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.